Event description:
In 2008, the patient reported that for the past 3 weeks she has experienced elevated blood glucose readings as high as 500 mg/dl with her target range being under 120 mg/dl. She stated she has changed her insulin infusion headset about every other day due to her readings. She stated she changes the adapter on her insulin infusion device every 6 months. She was advised to change it every 10th cartridge change. She stated she often has air bubbles in the insulin cartridge. The proper procedure for filling and inserting the cartridge was reviewed with the patient. The patient stated she is currently experiencing a lot of stress. Site rotation and management were discussed with the patient and a complimentary guide to infusion site management was sent. The patient confirmed the time, basal rate, and bolus history on her device were accurate. On follow up with the patient, she stated her blood glucose levels were much better since she has tried other areas of her body for sites. Her most recent blood glucose reading was 118 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.